Event description:
Clinic notes dated (B)(6) 2013 were received which indicate that the patient's seizure frequency improved, but recently she started to have relapse. The patient's last relapse was on (B)(6) 2013 and since then the patient has been seizure free for almost a month. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.